Event description:
Healthcare professional reported that the patient is presenting with what the caller believes could be a vascular occlusion in the cheek, noting an area that is a mottled patch that is blanchable, one day after being injected with skinvive¿ by juvéderm®. The patient has done some warm compresses at home and takes aspirin.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.